Event description:
It was reported that the stem broke and the patient was revised.

Manufacturer narrative:
Catalogue number unknown at this time. Device description reported as unknown stem. Additional information has been requested and if received will be provided in a supplemental report. Device not returned.

Manufacturer narrative:
An event regarding breakage involving a unknown stem was reported. The event was not confirmed. Device evaluation could not be performed as no items associated with the event were returned or made available for identification or evaluation. No patient medical records were available for review. Device history review could not be performed as the reported device lot code was not provided. The event could not be confirmed nor the root cause determined because the devices were not returned for evaluation and insufficient medical information was provided.

Event description:
It was reported that the stem broke and the patient was revised.